Event description:
It was reported that the customer had normal blood glucose. No exact blood glucose levels were provided. The customer reported a compromised force sensor system error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.